Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Event description:
It was reported that during a paroxysmal a-fib procedure, a map shift occurred. The shift was approximately 0.5 cm. Carto 3 system didn't give any warning message. The case could be finished without any problems. After follow up with the customer to obtain detailed information regarding the event, it was confirmed that no warning was shown in the system because of the map shift. The acl function was turned on during the case. The acl catheter and magnetic catheter shift in the same direction and same amount. There were no cardioversion performed by the physician and no reference patch movement was observed before the map shift. To identify the catheter location shifts, a sjm esophagus catheter was used connected to 10p.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, a map shift occurred. The shift was approximately 0.5 cm. Carto 3 system didn't give any warning message. The case could be finished without any problems. The issue was identified as a wrong workflow. After the customer was instructed how to place properly the patch and use the sid values recommended, there was no reoccurrence of the map shift since then. The DHR associated with carto 3 (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.